Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect was not received for evaluation by the manufacturer. A device history record review could not be conducted since the lot number was not provided. However regarding similar customer complaints, a CAPA was opened to perform a further investigation this issue. CAPA investigation showed the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated snap adaptor component. The CAPA is currently closed. Customer complaint cannot be confirmed at this time. In order to perform a proper and thorough investigation, to confirm the alleged defect reported, it is necessary to have the device sample involved in this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "the adaptor couldn't be connected with the oxygen flow meter properly. " alleged issue reported as detected prior to use on a patient. Customer reported the device was replaced by a new one. There was no report of patient harm.